Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During repositioning, helix retraction difficulties were encountered. The helix became deformed upon inspection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and the full lead was returned and analyzed. The analysis indicated that visual analysis of the lead indicated the lead was stretched. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the lead stretched the inner insulation stretched and the helix stretched. If information is provided in the future, a supplemental report will be issued.